Event description:
It was reported that upon electively replacement, episodes of noise were noted on rv lead, leading inhabitation of pacing.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported noise problem could not be confirmed. Egm print out did not show any noise. Analysis found that the device functioned within normal electrical characteristics including at thermal and mechanical stressing.